Event description:
Per medwatch. In 2001 14.5 fr. 19cm dialysis catheter was placed via left internal jugular vein for hemodialysis access. In 2002 pt underwent dialysis at free standing dialysis center. Returned to home. Spouse noted bright red blood coming from catheter insertion site. "911" activated. Pt admitted to area hosp, ICU for stabilization. Catheter returned to this facility. Reportedly catheter had broken at hub. No other info provided.